Event description:
Davinci vessel sealer malfunctioned during surgical procedure requiring removal of instrument. This happened in three different devices all with the same lot number. MFR: please note that we do not send products to the MFR.